Manufacturer narrative:
No patient involvement. Date of device breakage is not known. Device is an instrument and is not implanted/explanted. Reporter telephone: (B)(6). Subject device has been received and is currently in the evaluation process. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing location: (B)(4). Manufacturing date: 12.sep.2013. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported upon receipt of the loan set from the distributor two (2) drill bits were noted to have the tips broken off. The tip is deployed in the back cutting edge. No patient involvement. This report is for one (1) 2.0mm drill bit with depth mark. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
A product investigation was performed. One (1) drill bit (part # 310.534, lot # 8607021) was received for investigation. The visual inspection has shown that approximately 4 mm from the fluted tip section is broken off. The broken tip was not returned for evaluation. Additional it was detected, that the cutting edges are strongly damaged and also untwisted. There were no other damages or signs of misuse detected. The device history record was researched, no abnormal findings were identified. There were no issues during the manufacturing of the product that would contribute to this complaint condition. The measurements of the hardness after the hardening procedure were within the specification. Based on these findings we exclude any manufacturing related issue. Outer diameter was measured and found to be within specification per relevant drawing. Based on the provided information we are not able to determine the exact cause which has led to this breakage. We only can assume that a mechanical overloading situation, for example metallic contact or lateral stress, has caused the breakage. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.